Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 2-3 degenerative tricuspid regurgitation (tr), thin and elongated leaflets for a triclip procedure. During the procedure, a triclip was successfully placed on the leaflets. When the clip was deployed, a single leaflet detachment (slda) occurred, and the clip was no longer attached to the anterior leaflet. An additional triclip was selected and implanted successfully for stabilization. The final mr was grade <1. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported difficulty visualizing the clip appears to be related to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.